Event description:
Registered nurse (rn) attempted to flush a foley for assess for patency. When flushing foley, red seal burst breaking sterility of the connection. The foley was discontinued and replaced. This same event occurred with another foley on the previous shift. The patient experienced multiple foley placements/replacements. No known harm to the patient at this time.